Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during implantation of an intraocular lens (iol) the lens insertion was failure. Additional information was requested and received stating the there was patient contact and no patient harm. Procedure was completed by back up lens.

Manufacturer narrative:
The complainant indicates the use of non company viscoelastic, which is not qualified for use with company device. Based on the information provided by the customer, the most likely root cause is failure to follow IFU(instructions for use), as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd(ophthalmic viscosurgical devices) may cause damage to the lens and potential complications during the device preparation and implantation steps. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).